Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested from the customer. If the information is provided, it will be reported accordingly.

Event description:
It was reported that k6a and k8 of the intra-aortic balloon pump (iabp) were found in the wrong position after running auto calibration and getting shuttle fill fail. The fault log indicated repeated 57 and 65 codes. During the first start up (not in diagnostics) after reported failure, the iabp displayed electrical code #58. The second try produced maintenance code #2. The 5000 hour preventative (pm) kit install was done. The pressure transducer started out in proper values. The k6a and k8 were found in the wrong position after running auto calibration and getting shuttle fill fail; and atm transducer reads 140. The fault log indicated repeated 57 and 65 codes. The iabp is now getting system failure immediately in normal operation. It is unknown under what circumstance this event occurred, however no patient involvement was reported.

Manufacturer narrative:
It was reported that the customer ordered front end module exchange pcb and will make repairs once the part is received. Several attempts have been made to the customer to obtain additional information to update this complaint. However, despite our best efforts, no response has been provided. If additional information is provided at a later date, we will submit a follow-up accordingly.

Event description:
It was reported that k6a and k8 of the intra-aortic balloon pump (iabp) were found in the wrong position after running auto calibration and getting shuttle fill fail. The fault log indicated repeated 57 and 65 codes. During the first start up (not in diagnostics) after reported failure, the iabp displayed electrical code #58. The second try produced maintenance code #2. The 5000 hour preventative (pm) kit install was done. The pressure transducer started out in proper values. The k6a and k8 were found in the wrong position after running auto calibration and getting shuttle fill fail; and atm transducer reads 140. The fault log indicated repeated 57 and 65 codes. The iabp is now getting system failure immediately in normal operation. It is unknown under what circumstance this event occurred, however no patient involvement was reported.